Event description:
After 6 days of treating a pt on the model 3100a and gradually turning up the controls for maximum capabilities, the oscillator overheated and stopped, preceded by an overheat caution lamp and followed by audible/visual alarms. The pt was placed on another 3100a (a rental).